Event description:
It was reported that during use at the user facility the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention, and no adverse consequences were reported. The reported patient involvement was due to a five minute delay in surgery.